Event description:
An olympus sales representative (rep) reported that the customer¿s camera head was not displaying an image during procedure preparation. According to the initial reporter, the intended procedure was able to be completed. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, but an initial evaluation has not yet been conducted by olympus; however, investigation is ongoing. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated, and the reported image failure (no image) was confirmed. Additionally, the insulation on the cable was damaged; kinks and a cut were observed. The investigation did not establish the root cause of the reported image failure. A review of the device history record (DHR) found no deviations that could have caused or contributed the reported image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.